Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp and ECMO (extracorporeal membrane oxygenation) supporting a patient admitted in cgs (cardiogenic shock) and cardiomyopathy. The patient had the cp placed and the patient was then transferred out to the tertiary center for care escalation and consideration of vad (ventricular assist device)/transplant. After 82 hours the pump was explanted due to a cold leg. The limb ischemia had been followed and troubleshot but, the pump was explanted and amputation above knee (aka) performed. The pump was explanted and hd catheter placed. No new pump was placed as axillary not an option nor was transplant or vad - patient not a candidate.

Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible issue been completed since the original report was submitted. The device was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.